Event description:
During evaluation of a returned spectrum iq pump, the soft keys had to be pressed harder than normal in order for them to work. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the soft keys had to be pressed harder than normal in order for them to work. The cause was identified to be the failing keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.